Event description:
Pt reported getting inaccurate readings with a one touch meter. On event date, pt had been coughing all night and had been tossing and turning in their sleep. Pt's blood glucose reportedly read "control 258mg/dl" on ot meter at about 03:00am. Pt was experiencing sweating. Because of the ot meter reading, pt reportedly took 4u of insulin per sliding scale. Pt felt ot meter reading was incorrect. Paramedics were called to check pt's blood glucose. Paramedics treated pt with an unknown IV at home. No info is available on pt's blood glucose reading on paramedic's hand held glucometer. No further information has been reported.